Event description:
The pt was scheduled for an outpatient surgery of his right shoulder. While positioning the pt on the surgical table, the physician attempted to raise the back portion of the bed. This section of the bed supports the pt from the waist up. When he lifted the back of the bed the section came away from the rest of the operating room table. The pt was intubated and asleep and when this occurred the pt arched back from the waist up and hit his head on the floor. The surgon attempted to break the fall but the pt was too heavy, the pt was immediately repositioned on a bed and awakened. Both the surgeon, the anesthesiologist and the director of perioperative services were with the pt. They explained to him what had happened and that his surgery had not been completed. Postoperatively, the surgeon and myself again met with the pt and explained to him what had occurred.